Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that device had "damaged cables, did not work in the room". There was no reported patient involvement.